Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no known impact to the customer's blood glucose (bg) level. The customer changed their pump supplies and the occlusion alarms continued. The customer discontinued using the pump for insulin therapy and reported that alternate therapy was being used for insulin therapy.